Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was seen in his clinic on (B)(6) 2015 and his effluent was cultured and came back positive for a yeast infection. The patient was admitted to the hospital on (B)(6) 2016 and discharged on (B)(6) 2016. The patient's peritoneal dialysis catheter was removed, and the patient was receiving in center hemodialysis. The pdrn could not confirm how the patient became infected. The patient's hospital discharge summary was requested.

Manufacturer narrative:
Medical records do not contain hospital progress notes, peritoneal dialysis clinic progress notes or dialysis treatment records for review. Medical records do not indicate the source of the peritonitis but that the organism was candida. Patient¿s peritonitis was not resolved after treatment with diflucan and required removal of the peritoneal dialysis catheter. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and peritonitis. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed to the clinical event.

Event description:
The following is from the medical records provided by the patient's treatment facility. This patient is a (B)(6) male who presented to the emergency room on (B)(6) 2016. Medical records revealed the previous month, the patient had peritonitis and underwent aggressive medical therapy. Subsequent peritoneal samples provided to the peritoneal dialysis nurses apparently came back abnormal from last week suggesting possible yeast infection. The peritoneal dialysis nurse contacted the patient requesting him to go to the emergency room for admission for treatment. The patient was admitted but physician felt it was not necessary. The physician felt the patient's peritoneal fluid specimen was possibly contaminated and a repeat specimen was obtained. Patient was asymptomatic. Patient was discharged on (B)(6) 2016. However, a repeat peritoneal dialysis fluid culture on (B)(6) 2016 was positive for yeast. The patient was treated with diflucan and had the peritoneal dialysis catheter pulled after this date.